Event description:
The customer reported "iris calibration" errors. Further onsite info from the fse confirmed a fatal system iris error and that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator iris potentiometer was evaluated and replaced. The system was calibrated, tested, and found to be working as intended and returned to service.